Manufacturer narrative:
Additional review determined that the report source information should also include the health professional as a source.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. Continuation of product ID 8840 product type programmer, physician product ID 8835 (B)(4) product type programmer, patient product ID 8835 (B)(4) product type programmer, patient product ID 8835 (B)(4) product type programmer, -the pump (B)(4) was returned for analysis. Interrogation upon receipt indicated that the pump was delivering dilaudid (10 mg/ml at 3.285 mg/day). Analysis found no anomaly with the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was reported by the consumer via the company representative their pump which was used to deliver dilaudid (10 mg/ml). The indication for use was non-malignant pain. On (B)(6) 2015 the rep reported that the patient was unable to give themselves a bolus on (B)(6) 2015 and when the patient came into the office the rep was unable to communicate with the patient's pump using their clinician programmer. The patient was experiencing withdrawal symptoms including a return of pain and nausea; the symptoms were reported to have occurred suddenly. It was reported that the pump was scheduled to be replaced on (B)(6) 2015 and that the pump was not alarming. On (B)(6) 2015 the rep reported that the pump was replaced, the catheter had good flow. It was not that the patient had been "increased" on (B)(6) 2015 and the patient was doing fine. On (B)(6) 2015 the patient had withdrawal symptoms and could not use their personal therapy manager and on (B)(6) 2015 the health care professional (hcp) could not interrogate the pump, multiple programmers had been tried. It was later reported that the patient recovered without sequela. Further follow up was done to determine the drug dose and the cause of the event.